Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2015 and straps were used, while firing the device, a white part from the distal tip separated from the device. The tip dropped into the patient¿s body, but was able to be retrieved with laparoscopic forceps. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/10/2015. Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that no additional dissection was made in order to retrieve the white cannula cap. Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned without the cannula cap detached from the cannula tabs. The device was disassembled and no damage was found on the internal components.